Manufacturer narrative:
Concomitant medical products: product ID 977c165, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances were great in the operating room but postoperatively electrode 1 (red) 6,7 (orange). The rep programmed around the affected electrodes. It was reported that the impedance issue has resolved itself. All the electrodes are useable and the patient is getting great pain relief. It was reported on (B)(6) 2021 that the patient has been hospitalized for four days for abdominal/rib pain. The patient contacted their surgeon to determine next steps. The patient was instructed to turn the implantable neurostimulator off to see if that resolves any of the pain. The patient was hospitalized because of the uncontrollable rib pain that she was experiencing. The device was turned off, and the rib pain was still there. The office indicated that a recent x-ray shows tha the lead did not move, ruling that out as a cause of the pain. Impedances tested normal at the time that the manufacturer representative met with the patient. The manufacturer representative reprogrammed the patient to stimulate her right rib which she appreciated the distraction. The patient's next appointment is on (B)(6) 2021.